Event description:
The customer reports the ars (syringe) leaked during use. Another device was used.

Manufacturer narrative:
(B)(4). The customer returned an arrow raulerson syringe (ars) and the product lidstock for evaluation. Visual examination of the ars did not reveal any defects or anomalies. A vacuum leak test was performed on the ars per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it snapped back to its original position. The ars passes the test if the plunger returns to its original position, therefore, the sample passed the vacuum leak inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded and the plunger was pushed into the barrel. Resistance was felt and the plunger body was not be able to move to the bottom of the syringe, therefore, the sample passed the push leak test. A lab inventory introducer needle was attached to the returned syringe and water was aspirated into the ars. Water filled the syringe with no air bubbles entering. The connection between the components was secure. A 0.032" guide wire was passed through the ars and was able to fully advance with minimal resistance. The functional tests were repeated after the passage of the guide wire and the results were consistent. A device history record review was performed on the ars and no relevant manufacturing issues were identified. The report that the ars leaked could not be confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test, the push leak test and functional testing with water. No leaks were found during testing and the syringe was able to aspirate. The reported complaint issue could not be reproduced with the returned sample; therefore, no further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the ars (syringe) leaked during use. Another device was used.